Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause f for the report of peritonitis was due to use error, poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot numbers (h10j16020, h10i29024), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of diarrhea and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) and dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date in (B)(6) 2011, the patient experienced diarrhea and peritonitis. Treatment and outcome for the diarrhea and peritonitis were not reported. On an unreported date in (B)(6) 2011, the patient recovered. It was not reported whether or if dianeal therapies were ongoing. The nurse believed that the event of peritonitis with culture positive for escherichia coli was not related to dianeal therapies.